Manufacturer narrative:
Findings: unit received with unresponsive act button due to flattened dome. Unable to test operating currents due to unresponsive act buttons. No weak battery alarm noted. Unit received with broken battery tube threads. Unit received with minor scratches on lcd window.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 150 or 155 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.